Event description:
It was reported that the pump could not be charged despite using multiple usb cables, wall adapters and power sources. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.